Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was heavily worn and partly torn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact with each other on the rear end side of the grip, and the tissue pad was severely worn, causing a partial tear. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic cholecystectomy using the subject device, the following event occurred. The tissue pad was melted and partially separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.